Event description:
Scope is in patient, guidewire inserted through scope, scope removed spring tip guidewire remained in place by rn. Ablation catheter placed over guidewire. Ablation catheter was connected to the barrx machine; one cycle of ablation was completed. The guidewire and ablation catheter were removed. Md went back in to look with the scope at the treated area, and then inserted the guidewire back into scope when the doctor met resistance; the guidewire was then pulled out of the scope and the md noted a grey piece had broken off the tip of the ablation catheter.